Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: please clarify what was leaking and where was the leak coming from? Surgeon reported patient had a leak. He believes the leak was from the staple line of the parenchyma. Please clarify what was done to address the leak. Drains were left in longer and patient kept in hospital longer. How is the patient currently? Fine, out of the hospital. Is the patient expected to have a full recovery? Yes. Patients preexisting conditions? Bleb. Patient age, sex and weight? Not available." How long has the dr been using the device? 9 months. Has the dr. Been inserviced? Yes. He fires correctly. I was in the second case observing.

Event description:
It was reported that the device was used during a left upper lobectomy. The device with a green reload worked fine during the procedure. The surgeon used buttress materials with evacil on the staple line. Two days post, the patient presented with a post op air leak. Unknown what intervention was required. Unknown patient condition at this time. Device was discarded.